Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system ¿. The study was conducted at ¿ cooper university hospital, cooper bone and joint institute, united states¿. The report is associated with the stryker ¿axsos3 titanium locking plate system ¿and includes an analysis of the clinical data that was collected on 93 patients. The cases in the study range from (B)(6) 2007 to (B)(6) 2020. The report indicates, ¿one patient had an adverse event in which a nonunion occurred and was diagnosed 204 days postop. The patient was treated non-operatively in order to promote bone growth. The patient was later lost to follow up with last progress note reporting no pain with weightbearing ambulation and forming good callus over the fracture site on radiographs 399 days post index procedure¿.

Manufacturer narrative:
The reported event of nonunion could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.  If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.